Event description:
The patient developed an infection and her device was removed in october 2009. The neurostimulator (ins) site was still raw, "like rotting flesh". The ins used to flop up when she sat down. Additional information has been requested.

Manufacturer narrative:
(B)(4).